Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer observed safety disk expired due to assist cycles, disk extended during preventive maintenance. The safety disk was replaced. Performed all manifold leak test, passed to specifications. Complete checkout and pm checklist has been performed. There was no patient involvement, the defective components were received for further investigation. The failure analysis and testing dept. Received part safety disk serial number with a reported unit failure of failed membrane leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Performed an all manifold test on the safety disk and the results were that the membrane leak test had failed with a result of 6mmhg. Even though the factory specification for this test is +-6mmhg. The system saw a higher reading possibly something like 6.2 or higher than six and reported a failure. The safety disk failed testing. Retaining the safety disk in the fat per procedure number 0002-07-d008 rev.an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed new safety disk membrane leak test. There was no patient involvement.